Event description:
The smartsite positive bolus needle free valve was being used with a broviac line. The smartsite valve luer lock was not secure. The tubing disconnected from the white cap of the broviac line. Fluid leaked onto the patient. The caregiver felt that this was a possible equipment malfunction because the luer locked IV tubing came detached from the central line catheter plug. The caregiver felt that the device was not able to perform it's intended use. Literature regarding the device says that "positive displacement valves provide a bolus of fluid following each access that helps prevent the retrograde flow of blood from entering into the catheter tip and possibly causing occlusion."